Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause for the post-operative complication experienced by the patient. The instrument has not been returned for evaluation. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. Based on the system logs, the surgical staff encountered an error 32003 two times approximately an hour after the start of the surgical procedure. An error 32003 signifies that the vessel sealer instrument was not able to drive the cutting blade across the full range of travel during a cut command. This could be caused by a dirty vessel seal instrument or attempting to cut very thick and/or unsealed tissue. This is an engineering advisory only and does not indicate any system malfunction. No other system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the patient's medical records indicate that the patient experienced post-operative complications after undergoing a da vinci si radical cystectomy procedure. However, at this time, the cause of the patient's reported rectal injury is unknown.

Event description:
It was reported that after completion of a da vinci si radical cystectomy procedure for bladder cancer, the surgeon indicated that the patient sustained a delayed distal rectal thermal injury resulting in colostomy. The clinical sales representative (csr) indicated that 3 days post-op, stool was observed in an unspecified drain. A laparotomy was performed and the patient was found to have a rectal injury. On (B)(6) 2013, intuitive surgical, inc. (Isi) contacted the risk management department at the site. The risk manager was unwilling to provide any additional information regarding the reported event. On (B)(6) 2013, isi contacted the surgeon. The surgeon denied that there were any intra-operative complications. According to the surgeon, the patient underwent surgical repair for the rectal injury and currently has a colostomy. The surgeon indicated that it was his belief that the vessel sealer instrument caused or contributed to the patient's reported injury. No further information was provided.

Manufacturer narrative:
On (B)(4) 2013, intuitive surgical, inc. (Isi) received voluntary report (B)(4) with the following event description: procedure performed was a robotic assisted radical cystectomy with ileal loop urinary diversion and radical prostatectomy and bilateral pelvic lymph node dissection using the endowrist one vessel sealer. Several days following surgery, the patient began draining feculent material from his jp drain. After diagnostic testing, patient was returned to surgery and a total colostomy was required due to a suspected thermal rectal injury.